Event description:
It was reported there was an overdose. The pump was replaced on (B)(6). The patient showed overdose symptoms of being lethargic and unresponsive. The patient was admitted to the hospital. The drug being used in the pump was baclofen (unknown). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).